Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (05/22/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/02/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was displaying inaccurately high results compared to his feelings or normal results and compared to another onetouch meter. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional follow up questions with the patient¿s wife on (B)(6) 2014. The patient reported on (B)(6) 2014 a reading of ¿318mg/dl¿ was obtained on the lfs meter. The patient reported he normally uses humalog insulin, 13 units in the morning and 25 units in the afternoon and lantus insulin in the evening on a sliding scale to be determined by the home health nurse. The patient reported he normally tests 5 times a day and his typical reading is ¿120mg/dl.¿ the patient reported in response to the high reading, he was given an increased dose of 27 units of lantus insulin between (B)(6) 2014 to (B)(6) 2014. The patient reported on (B)(6) 2014 he developed symptoms of shaking legs and pain in left arm. The patient reported the home health nurse checked his blood glucose on a onetouch vita meter and a reading of ¿133mg/dl¿ was obtained. The patient reported his usual lantus insulin was decrease to 12 units on (B)(6) 2014 to (B)(6) 2014. The patient did not report any additional treatment in response to the symptoms. It is unclear if the patient¿s symptoms abated after the insulin dose was decreased. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient was using the correct testing steps. The patient was found to be using an approved sample site to obtain the samples. The patient¿s test strips and test strips vial were in good condition. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the meter reading inaccurately high, he was given an increased dose of insulin by his normal caretaker, and developed symptoms suggestive of hypoglycemia.